Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon inserting a test strip into the adc device, the device would power on, but did not request the blood sample. The customer experienced seizure and loss of consciousness, and was provided with jardiance 25 mg for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that upon inserting a test strip into the adc device, the device would power on, but did not request the blood sample. The customer experienced seizure and loss of consciousness, and was provided with jardiance 25 mg for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no damage was observed. Meter turns on with button depression and retain strip insertion. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon inserting a test strip into the adc device, the device would power on, but did not request the blood sample. The customer experienced seizure and loss of consciousness, and was provided with jardiance 25 mg for treatment by a third-party. There was no report of death or permanent injury associated with this event.